Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented for routine check, noise on the atrial lead was observed. Lead was capped and replaced due to oversensing during device change-out procedure on (B)(6) 2016. Patient¿s condition was fine.